Event description:
During a dental cleaning of the periodontal pockets using a kavo prophyflex with perio tip, the patient fainted and began to cramp. The emergency doctor diagnosed an epileptic seizure. At the hospital, a CT scan revealed a significant amount of air in the cavernous sinus and brain. In addition to the epileptic seizure, the patient had also suffered a stroke. The doctors suspect that air was forced into the venous vessels by the prophyflex perio tip, causing an air embolism in the brain. The patient has since made a full recovery. Subsequently, the patient's husband informed the doctor that the incident likely occurred because the patient has an atrial septal defect in her heart. As a result, the air that entered the tissue was able to travel through the venous system directly into the left ventricle and then into the brain, where it caused the problems associated with air embolism.

Manufacturer narrative:
The handpiece was not returned. According to the treating doctor, the product is functioning within its specifications. The patient has since made a full recovery. Subsequently, the patient's husband informed that the incident likely occurred because the patient has an atrial septal defect in her heart. As a result, the air that entered the tissue was able to travel through the venous system directly into the left ventricle and then into the brain, where it caused the problems associated with air embolism. Air embolism does not pose a unknown risk. It is already content of the current risk analysis. The risk assessment was checked and found to be adequate. The hazard of air embolism in connection with powder jet instruments is covered in detail in our IFU. There are various guidelines for minimizing the risk. In this case, the cause of the hazardous situation was a pre-existing condition the patient had, which the doctor was unaware of at the time of treatment. IFU prophyflex 4 perio kit. Risk of increased development of emphysema. If the pressure is too high during the treatment, there is an increased hazard of emphysema developing. Do not select the highest level for the treatment. The powder quantity can be controlled at three levels using the adjusting ring on the prophyflex 4. Select the middle level for the treatment. Hazard of air embolism and skin emphysema. There is a hazard in that the insufflation of spray can cause air embolisms and skin emphysema. Do not insufflate spray in open wounds. Risk of increased development of emphysema. In the presence of pathological gingival pockets (> 3 mm), mucosal lesions, direct skin contact or contact with soft tissue and/or improper handling. The powder jet device must be used as briefly as possible. The prophyflex perio tip may be used for up to 10 times. After the treatment, unscrew the empty powder container and rinse the prophyflex perio tip with air and water for approx. 10 seconds. IFU prophyflex 4. 2.2 air embolism and skin emphysema. There is a hazard in that the insufflation of spray can cause air embolisms and skin emphysema. Do not insufflate spray in open wounds. The improper use of the product might lead to emphysema. Emphysema may arise in extreme isolated cases, especially in the presence of pathological gingival pockets (> 3 mm), mucosal lesions, direct skin contact or contact with soft tissue and/or improper handling. The powder jet device must be used as briefly as possible. The prophyflex perio tip may be re-used for up to10 times. After the treatment, unscrew the empty powder container and rinse the prophyflex perio tip with air and water for approx. 10 seconds. For safety reasons, the torque wrench should be placed on the perio tip as protection against injuries when the prophyflex is in the holder. Hazard of air embolism and skin emphysema. There is a hazard in that the insufflation of spray can cause air embolisms and skin emphysema. Do not insufflate spray in open wounds. Risk of increased development of emphysema. In the presence of pathological gingival pockets (> 3 mm), mucosal lesions, direct skin contact or contact with soft tissue and/or improper handling. The powder jet device must be used as briefly as possible. The prophyflex perio tip may be used for up to 10 times. After the treatment, unscrew the empty powder container and rinse the prophyflex perio tip with air and water for approx. 10 seconds. For safety reasons, the torque wrench should be placed on the perio tip as protection against injuries when the prophyflex is in the holder.